Manufacturer narrative:
The event of system explant was reported to abbott. The reason for the explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is unknown. Date of explant: attempts were made to gather the information but was unable to. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-13096, 3006705815-2021-01701. It was reported that the patients scs system was explanted on an unknown date. The reason for the explant is unknown.